Event description:
It was reported that during an atrial fibrillation ablation treatment procedure, a valve was not closing. The intended location for treatment was the right atrium. A .5f 60cm 55deg heart span introducer sheath was selected for use. During an unspecified time within the procedure the valve was not properly closing, allowing air to enter the sheath. The heart span sheath was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as fine.

Event description:
MDR filing / report was filed in error. The device manufacturer is responsible for all filing / reporting.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)